Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 468-469 mg/dl; cause was not known. Reportedly, assistance was required in providing fluids to address the bg level. In addition, the infusion set was changed multiple times, the cartridge was changed, and a manual insulin injection was administered to address bg.

Manufacturer narrative:
Device not returned.